Manufacturer narrative:
(B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the device was returned to the manufacturer. Device was inspected at 10x under the microscope and the lens was observed cut in two pieces. The reported issue can not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a pcb00v 20.5 diopter intraocular lens (iol) was explanted due to an unexpected postop refraction which resulted in a -3.25 diopter. The lens was replaced with a pcb00v 16.5 diopter iol, however this implant also resulted in an unexpected postop refraction of about +2.75. The physician is waiting to see if the patient's condition improves before taking an further actions. Timeline of the reported event: (B)(6) 2017: pcb00v(+20.5d), s/n-(B)(4) was implanted. On (B)(6) 2017: data of refractometer showed -4.25d on (B)(6) 2017: data of refractometer showed -3.25d, visual acuity: 0.3d(20/66) on (B)(6) 2017: pcb00v(20.0d) was explanted. And implanted pcb00v(16.5d) on (B)(6) 2017: data of refractometer showed +3.0d. On (B)(6) 2017: data of refractometer showed +2.75d. No further information was provided.